Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol 3dmax mesh (device # 1). An additional emdr was submitted to represent the bard/davol perfix light plug (device # 2), bard/davol 3dmax mesh (device #3) and bard/davol 3dmax mesh (device # 4) should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol 3dmax mesh (3x) and perfix light plug on (B)(6) 2014. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges <surgical intervention>; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 6 months post implant of 3dmax mesh, patient was diagnosed with hernia recurrence, adhesions and mesh migration thereby underwent repair. The instructions-for-use supplied with the device lists adhesions and hernia recurrence as possible complications. Updated fields: a2, b3 (date of event), b4, b5, b7, d4 (product catalog no., corporate lot no, expiry date, UDI no) d.6a (date of implant), g3, g6, h2, h6, h10. This supplemental emdr represents the 3dmax mesh (device #1). Additional supplemental emdr's were submitted to represent the perfix plug light (device #2), and 3dmax mesh (device #3 & #4). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol 3dmax mesh (3x) and perfix light plug on (B)(6) 2014. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2014 - patient was diagnosed with left inguinal hernia thereby underwent robotic-assisted laparoscopic repair with the implant of 3dmax mesh (device #1). Per operative notes, ¿noted a large left inguinal hernia containing a loop of small intestine. A large 3dmax left-sided mesh was inserted. The patch was then positioned over the dissected inguinal structures, covering the indirect defect and direct and femoral potential spaces. Securestrap tacker was obtained, and the mesh was tacked medially to cooper ligament and then laterally to transversalis fascia. A small hiatal hernia was visualized.¿ (B)(6) 2014 - patient was diagnosed with recurrent left inguinal hernia thereby underwent robotic-assisted laparoscopic repair with the implant of perfix plug light (device #2) & two 3dmax meshes (device #3 & #4). Per operative notes, ¿the sigmoid colon was noted to be adherent to the peritoneum in the left lower quadrant, and a portion of this protruded into a left inguinal hernia. Dissected the left preperitoneal space and noted the previously placed mesh prosthesis had shifted medially and cephalad, allowing for recurrence of an indirect hernia. A medium perfix plug light (device #2) was inserted into the abdomen and placed into the internal ring. This was sutured in place medially and laterally to the fascia forming the internal ring. A left-sided large 3dmax mesh (device #3) was inserted. Then positioned the mesh in the dissected right preperitoneal space and was tacked with a securestrap tacker. A left-sided medium 3dmax mesh (device #4) was inserted similarly and tacked to cooper¿s ligament and the transversalis fascia.¿ attorney alleges that the patient had adhesions, hernia recurrence, mesh migration, pain & suffering. It was also alleged that the patient underwent recurrent left inguinal hernia; sigmoid colon adherent to the peritoneum in the left lower quadrant; mesh migration - previously placed mesh had shifted medially and cephalad.